Manufacturer narrative:
Patient's weight was asked but unknown. UDI is not available at this time. UDI will be updated once it is obtained. The patient has not returned the device back to the clinic yet. Follow-up attempts were made to obtain additional information and device. Initial reporter would provide more information and device once they receive from the patient. Once new information is obtained or evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using ema sleep device. The patient had swelling all over the lips and inner cheeks. The patient also complained of chemical taste on his tongue and lips. While using the sleep device, patient was also using an inhaler for pulmonary issues (name of the inhaler has not been provided to the clinic). A week after visiting the dental clinic, the patient informed the clinic that the symptoms have stopped since he discontinued use of the inhaler. It was unsure how long the reaction lasted after the patient stopped using the device. To treat the reaction, peridex solution was applied. The patient has no known allergy. The dentist did not make any adjustment to the device prior to delivering it to the patient. The device was cleaned with water. The device was also cleaned with water prior delivering to the patient. The patient reported to be doing fine and reaction stopped. The device is still in patient's possession.

Manufacturer narrative:
The device has not been returned. However, a non visual device investigation has been completed and the results are as follows: device history record results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier reviewed the associated material lot and confirmed no manufacturing processes or raw materials have been changed for the components which made up the ema device. Supplier received similar report of patients having allergic reactions while an ema snore device was being used. No action was taken since the allergic reactions were not traced back to the ema device. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: patient's appliance was not returned for investigation. Root cause: the root cause for this complaint cannot be identified as the device was not returned for investigation. IFU instructions (ifu4000011 rev 1.0) states to clean thermoform device with soap and warm water only. IFU provides warning "do not soak in mouthwash, denture cleanser, hot water, alcohol or place in direct sunlight". It is unknown if any of these methods were used by patient to clean their device. It is possible that swelling, redness and irritation could be caused by mouthwash, toothpaste, or soaking material.